Event description:
A nurse reported that an intraocular lens (iol) was noted to be scratched after implantation. The surgical incision was enlarged to facilitate removal of the iol. Add'l info has been requested.